Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis was not accepting any messages from hospital's interface. The technical support specialist confirmed that the issue was resolved by the hospital it. The manufactures details kept blank since the given asset information found to be server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the pyxis was not accepting any messages from hospital's interface. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.